Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that a crack was observed at the female connector of the device after 3-7 hours of use in the ICU, causing fluid to leak from the connection between the device and terumo surplug sf- et1030l. No pt sequelae were reported.